Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no escape and act button response due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked case at the display widnow corner, cracked display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The caller stated that he removed the battery twice, was unable to clear the alarm, and also observed a hairline crack at the right hand corner of the screen. The customer's blood glucose was 230 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.